Manufacturer narrative:
Based on the claim against the product by the customer noting instrument inadequate clamp, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated and confirmed the customer reported complaint " jaws wouldn't close and clip". Failure analysis found the primary failure of bent grips to be related to the customer reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The complaint regarding 8mm medium-large clip applier instrument had inadequate clamp was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed and replicated the complaint. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure 8mm, medium-large clip applier was able to load clip into the instrument jaws, but the jaws would not close the clip around the cystic duct. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter stated instrument would have been inspected and a tip protector applied prior to sterilization; unsure if it was inspected at the sterile field prior to use. The scrub loaded clip with no issues, but surgeon wasn't able to secure the clip onto the cystic duct. The surgeon attempted close the clip multiple times before the clip felt free from the instrument; another clip was loaded onto the instrument and the surgeon experience the same issue with the applier. The weck clips were being used. The surgeon used med/large (green polymer) on the vessel. The applier failed to close the clip on both the 1st & 2nd application attempts. The issue was resolved using another applier.